Event description:
The customer contacted physio-control to perform maintenance on their device. Upon evaluation of the device, physio-control observed that the shock button was inoperable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.